Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occlusion)". The patient's medical history included brain operation in 2006, aneurysm cerebral, irregular menstrual cycle, intra-cerebral aneurysm operation, corpus luteum cyst and paratubal cyst. Previously administered products included for to prevent pregnancy: depo-provera on (B)(6) 2009. Concurrent conditions included hypothyroidism, polyp of corpus uteri and anemia. Concomitant products included levothyroxine sodium (synthroid) since january 2013 for hypothyroidism as well as nsaids from january 2010 to january 2014 and paracetamol (acetaminophen) from january 2010 to january 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 29 days after insertion of essure. In january 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation on (B)(6) 2012 and hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the depression, anxiety, adenomyosis, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: current weight 170 lbs.the device was deployed again 4 trailing coils were noted . Each utero-ovarian ligaments was suture ligated followed by a heaney fixation ligation, both using o-vicryl. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.052 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet: outcome of previously reported events pertaining to pain and bleeding was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occlusion)". The patient's medical history included brain operation in 2006, aneurysm cerebral, irregular menstrual cycle, intra-cerebral aneurysm operation, corpus luteum cyst and paratubal cyst. Previously administered products included for to prevent pregnancy: depo-provera on (B)(6) 2009. Concurrent conditions included hypothyroidism, polyp of corpus uteri and anemia. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2013 for hypothyroidism as well as nsaids from (B)(6) 2010 to (B)(6) 2014 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 29 days after insertion of essure. On (B)(6) 2014, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation on (B)(6) 2012 and hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, depression, anxiety, adenomyosis, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 170 lbs. The device was deployed again 4 trailing coils were noted. Each utero-ovarian ligaments was suture ligated followed by a heaney fixation ligation, both using o-vicryl. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs and mr were received: events: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, adenomyosis, dysmenorrhea, dyspareunia, abdominal pain, unilateral occlusion were added. Event onset date and outcome were updated. Medical history and historical drugs were added. Concomitant drugs were added. Lab test date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occlusion)". The patient's medical history included brain operation in 2006, aneurysm cerebral, irregular menstrual cycle, intra-cerebral aneurysm operation, corpus luteum cyst and paratubal cyst. Previously administered products included for to prevent pregnancy: depo-provera on (B)(6) 2009. Concurrent conditions included hypothyroidism, polyp of corpus uteri and anemia. Concomitant products included levothyroxine sodium (synthroid) since january 2013 for hypothyroidism as well as nsaids from january 2010 to january 2014 and paracetamol (acetaminophen) from january 2010 to january 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 29 days after insertion of essure. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation on (B)(6) 2012 and hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, depression, anxiety, adenomyosis, dysmenorrhoea, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: current weight 170 lbs.the device was deployed again 4 trailing coils were noted . Each utero-ovarian ligaments was suture ligated followed by a heaney fixation ligation, both using o-vicryl. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.052 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event :"post removal complications" was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (left tube occlusion)". The patient's medical history included brain operation in 2006, aneurysm cerebral, irregular menstrual cycle, intra-cerebral aneurysm operation, corpus luteum cyst and paratubal cyst. Previously administered products included for to prevent pregnancy: depo-provera on (B)(6) 2009. Concurrent conditions included hypothyroidism, polyp of corpus uteri and anemia. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2013 for hypothyroidism as well as nsaids from january 2010 to january 2014 and paracetamol (acetaminophen) from january 2010 to january 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 29 days after insertion of essure. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation on (B)(6) 2012 and hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the depression, anxiety, adenomyosis, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: current weight 170 lbs. The device was deployed again 4 trailing coils were noted . Each utero-ovarian ligaments was suture ligated followed by a heaney fixation ligation, both using o-vicryl. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.052 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.